Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured before the procedure. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. The device was not inspected prior to use. The mynx vcd was prepped according to instructions for use (IFU) instructions. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. Additional information was requested but not provided. The device was not returned as previously expected for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured before the procedure. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. The device was not inspected prior to use. The mynx vcd was prepped according to instructions for use (IFU) instructions. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. Additional information was requested but not provided. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. Nor the procedural syringe or the procedural sheath was returned with the unit for evaluation. The device stopcock was found open, the balloon was observed to be completely deflated. The sealant and advancer tube were returned in manufacturing position and the sealant sleeves were not retracted from manufacturing position. The functional inflation evaluation was attempted to be performed, nevertheless a leak condition was confirmed to be present on the unit¿s balloon. A microscopic analysis from the balloon¿s surface was executed and it was noticed that a longitudinal scratch was present on the device¿s balloon, resulting on the leak observed on the inflation functional evaluation, along with multiple scratch marks, which could be related to sharp edged material interactions. Based on the information provided, the condition of the returned device and the investigation performed, the reported failure as balloon. Balloon loss of pressure at prep was confirmed, due to the conditions observed on the balloon, where a longitudinal rupture was observed. Based on the information available for review, it is difficult to determine what factors may have contributed to the burst experienced by the customer. However, handling factors are possible, since scratch marks were noted even though the event was reported to have occurred before the procedure. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.